Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter read an incorrect temperature. The complainant stated that the temperature fluctuated between 28° and 38°. Additional information has been requested and not yet received.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "for temperature readings, connect plug on end of temperature cable to 400-series temperature monitor." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter read an incorrect temperature. The complainant stated that the temperature fluctuated between 28° and 38°. Additional information has been requested and not yet received.